Event description:
It was reported that during follow-up visit, several inappropriate vf events were observed due to t-wave oversensing. The rv lead was partially capped and a new sense/pace lead was added. The defib portion of the le ad remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.